Event description:
The event is reported as: air leak occurring at the site of the blue and red connectors on the sahara unit. It was reported that a pneumothorax occurred. The pneumothorax was reabsorbed afterwards when switched to another sahara chest drainage system.

Manufacturer narrative:
Product is not available to send to manufacturer for investigation. A follow-up report will be sent when completed.